Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning due to the lead not sensing in bipolar configuration. It was also noted that the unipolar sensing was higher than bipolar sensing, intermittent sensing was seen in unipolar configuration. The lead remains in use and will be monitored. There were no reported patient complications as a result of this event.